Manufacturer narrative:
A visual and functional inspection was performed by the stryker field service technician who identified that there were no component level issues or defects with the cot that would have caused or contributed to the alleged cot tip or the injury that resulted from the cot tip. The user facility will also take additional device training.

Event description:
It was reported that the emts were unloading a patient from an ambulance with one emt at the foot end and one at the patient right side. It was reported that the patient was allegedly more than (B)(6), and the emt at the foot end did not raise the cot all the way. When the emts were pulling the cot out of the ambulance, the safety bar missed the safety hook, which allegedly caused the cot to tip to the side. It was reported that the patient sustained bruises to their shoulder and hip, and received medical treatment as a result of their injuries. No injuries were reported for the users.